Event description:
It was reported that during the implant procedure for the extravascular (ev) lead the physician found it really difficult to do blunt dissection so the physician inserted the tunnelling tool through the last hole from the previous ev lead. The lead exhibited some p-waves that disappeared a 0.15 mv. It was also noted that the lead flipped with sheath retraction so the physician tried to rotate it around its axis with no success. The physician decided to induce ventricular fibrillation (vf) that way, but at the end of the procedure the lead was found to be in the correct orientation. It was noted that the vf induction went well. The ev lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  dvea3e4  ev-ICD implant date: (B)(6) 2026.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: h6 annex b/c/d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.